Event description:
During a pt transport from residence to hosp pt was put on lp12 monitor. Pt was stable throughout trip. The monitor screen went blank & no readings were visible. Pt was transported to hosp with no problems.